Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope and asystole, indicating that the pulse generator exhibited loss of capture. It was noted that autocapture had been programmed on. Device interrogation and testing found no anomalies.